Event description:
Reporter indicated a vns patient had the vns device explanted approximately 4 years ago, due to infection. Attempts for further information are in progress.

Manufacturer narrative:
Device manufacturing records were reviewed. Results - review of manufacturing records confirmed sterilization for both the lead and generator prior to distribution.